Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, no nonconformances were found related to this complaint. No further escalation is required. The most probable cause of the reportable malfunctions was known inherent risk of device, which indicates that the reported adverse event is known and documented in the labeling and all reasonable mitigation steps have been taken (including both short or long term known complications or adverse reactions). No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air/water cylinder and tube. There was no patient involvement.